Event description:
Customer reported a problem with the speaker and vibrate functions of their insulin pump, as it was not producing audible alerts. Tandem technical support instructed the customer to check and adjust the alert sound settings and attempted to trigger an alert, but it did not make a sound. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.